Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced poor vision and night time dysphotopsia . The iol was exchanged for monofocal lens model 3 months and 2 days after the initial implant procedure. Clinical reason for explant was reported as decreased uncorrected visual acuity. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been received and stated that there was no patient harm.